Event description:
It was reported that the caller inquired about checking ins for function. The caller explained the patient had a seizure about two hours ago, unknown cause at this time, and wanted to rule everything out. The patient had their insr, was able to confirm ins was on and charged to 75%. Technical services (ts) reviewed a more thorough check could be done by a manufacturer representative (rep). Also recommended following up with managing healthcare provider (hcp). Ts redirected caller to nas. On (B)(6) 2022, it was reported that the patient was admitted to hospital after they fell and were found face down in the driveway. Caller stated that patient's mother is concerned dbs isn't working as patient seems to be getting worse. The caller didn't know anything further about if inss had been checked with patient programmer or not. Ts transferred caller to nas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.